Manufacturer narrative:
Duct analysis: analysis was unable to confirm the customer comment, there was nothing noted in the parsing sheet however it was noted that when disassembling to inspect the x/y printed circuit board (pcb) the display flex did appear to be partially disconnected. All x/y pcb connectors were cleaned and reseated and the stylus was calibrated. The hard drive was reconfigured, the software was reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer pen did not work on the screen. The pen was calibrated, as well as replaced multiple times but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.